Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. It was reported to olympus that the problem may have occurred due to use error but it could not be confirmed.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause could not be determined. An olympus representative performed troubleshooting on the device onsite and was unable to duplicate the user reported problem. In addition, the representative was informed by a user that the reported problem was possibly due to user error but the representative could not confirm user error.

Event description:
Olympus was informed that the image went out momentarily on the processor when a picture was taken and the image flickered during a case when the picture was taken. The intended procedure was a gastric sleeve and was completed using the same device. A delay of 2 minutes was reported by the user facility. There was no patient injury or harm, associated with the problem, reported to olympus.